Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized diabetic ketoacidosis on with a blood glucose level of 395 mg/dl. The customer felt symptoms of ketones, and vomiting. The customer was treated for their blood glucose with shots. The customer was wearing the insulin pump during their hospital stay. The customer returned the product for analysis.